Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer stated that display return. The customer was assisted in performing a self test and test complete. The customer will be sent a replacement battery cap. The customer reported that the insulin pump won't start and patient was transfer to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.